Manufacturer narrative:
The reported event of capture anomaly could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-05557.new information received notes that the device was explanted along with right ventricular(rv) lead due to high capture threshold. The patient was stable.